Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device was received with cracked case at display window corners and battery tube threads, minor scratched display window and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that he was trying to deliver a bolus when the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.